Event description:
Boston scientific received info that the right ventricular (rv) lead exhibited loss of capture immediately after the pocket was closed. It was noted that the pt was still on the table and under sedation, so the pocket was reopened. The rv lead was found to be dislodged and was successfully repositioned. The pt is not pacemaker dependent. The rv lead remains implanted in the pt and no adverse pt effects were reported. No specific measurements were provided. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.